Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and failed, the customer placed tape over reset function. The receiver was charged and rebooted. A receiver global functional test was performed and it passed. The receiver log was downloaded and evaluated with perpetual rebooting and error alarms observed. The reported event of initializing screen without manual restart was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.